Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 56 mg/dl. Food and juice were consumed to address low bg. Customer did not know cause of event. During pump system check, the basal setting was found to be incorrect as it was set to 8.0 instead of 0.8 units. Customer did not know when or how the setting was changed. Tandem technical support (cts) assisted the customer with correcting the settings. Cts reviewed pump data and found that there was a wake button interaction prior to the basal rate being changed to 8.0 units/hour indicating that the customer had changed the pump setting. Customer acknowledged the pump data information. Cts recommended the customer discuss the pump settings with a healthcare provider.